Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the patient on the bed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician zeroed the scale and inserviced the account to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not alarm. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).